Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 7:09pm, the lay-user/pt contacted lifescan (lfs) alleging the one touch fast take meter is giving an error 1 message. Per the owner's manual, error 1 indicates that there is a problem with the meter. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on the event date, at 11am. After the reported issue started, the patient developed symptoms of sweatiness and feeling nervous. The pt has been taking her usual diabetes medication that day (unspecified name and dose). The patient was not tested on any other meter. She denied requiring medical intervention due to the reported. The reported issue was not resolved with training. This complaint is being reported because the patient alleged she developed symptoms suggestive of hypoglycemia after she was not able to test her blood glucose due to the error 1. Replacement products were sent to the patient.